Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of primary due to recurrent instability in 2006. In following up with patient specific solutions for an implant in patient's right hip revised (B)(6) 2018, a custom implant request form was provided. Under description of problem, the following is reported: "recurrent instability, well-fixed component in appropriate position, 48mm psl cup". In speaking with the rep, rep confirmed that a stryker liner was revised out of the psl cup. Patient's femoral components (stem, neck, head) were and remained competitor devices. Rep reported that hospital and surgeon will provide him no further information.